Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a faulty cable. Additional findings were a faded label on the rear cover and minor discoloration on the serial number plate. A review of the device history record found [results/no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: it was found that no image was displayed due to a communication failure caused by a cable failure. Therefore, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the image does not appear on the 4k camera head during the procedure. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.